Event description:
In (B)(6) 2009, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). In 2010, the patient was hospitalized for fungal peritonitis. It was not reported if a sample of peritoneal effluent was analyzed, or if remedial therapy was prescribed. On an unknown date the patient was transferred to hemodialysis (hd). The root cause of the peritonitis was unknown. It was not reported if the event of fungal peritonitis resolved, or if dianeal therapy continued. The nurse believed that the event of fungal peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the blade broke off inside the patient's body soon after. The broken piece was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).